Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the device would not open after use to unload the needle. The patient was not affected. To correct this problem, the doctor used another device with no issues.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. Both of the blades were bent. The blade on the instrument was straightened. A pmv representative needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of each jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.